Event description:
A peripheral atherectomy procedure commenced to treat the superficial femoral artery (sfa), necessitating the use of a philips laser system (pls) to power a spectranetics turbo-elite laser atherectomy catheter. During preparation for use, the pls displayed an error 103 and error 106, which rendered the system inoperable, and the procedure could not be completed. The procedure was postponed until the system could be repaired, delaying treatment of the patient. There was no reported patient harm. This report captures the pls terminal system failure, delay of procedure; potential for harm.

Manufacturer narrative:
A2-a6) patient information - not available from facility. Patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the pls was evaluated on-site by a field service engineer. During inspection, it was noted that the optical rail was misaligned. The optical rail was aligned, the system was calibrated, and verified proper system operation. The system met specifications and was returned to service. H6) after evaluation, misalignment of the optical rail was determined to be the cause of the reported failure.. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.